Event description:
It was reported that cable was requested to solve a noise issue. No more information provided, there was no patient involved during the discover of this event. Defective device return status is unknown. Is believed this is an issue related with the ensite. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).